Event description:
It was reported that upon device interrogation the voltage was 2.07 v. Review of device data showed the voltage fluctuating from 2.88 to 2.99 v over the past two weeks. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that upon device interrogation the voltage was 2.07 v. Review of device data showed the voltage fluctuating from 2.88 to 2.99 v over the past two weeks. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that upon device interrogation the voltage was 2.07 v. Review of device data showed the voltage fluctuating from 2.88 to 2.99 v over the past two weeks. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device is part of the advisory for this model. Evaluation summary: (B)(4): the device was returned, analyzed and analysis of the device revealed high battery impedance. We did receive performance data collected from the device and have analyzed the data. Analysis indicates a low telemetered battery voltage condition. On (B)(6) 2010, the telemetered battery voltage was 2.07 v, while the daily battery voltage trend measurement was 2.88 v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates a low telemetered battery voltage condition. On (B)(6) 2010, the telemetered battery voltage was 2.07 v, while the daily battery voltage trend measurement was 2.88 v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates a low telemetered battery voltage condition. On (B)(6) 2010, the telemetered battery voltage was 2.07 v, while the daily battery voltage trend measurement was 2.88 v.